Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm followed by a motor error alarm. The customer's blood glucose was around 230 mg/dl at the time of incident. The customer stated that they changed the infusion set and reservoir but the no delivery alarm was not resolved. The customer stated that the infusion set was discarded. The infusion set will not be returned for analysis.